Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-08785. It was reported the patient experienced pain at the ipg site. As a result, the physician cleaned the pocket site, but no signs of infection were present. The physician relocated the ipg pocket site and replaced the patient¿s ipg with a new model on (B)(6) 2017. Postoperatively, effective therapy was reported. Note: both of the patient's ipgs are being reported because it is unknown which ipg is liable.

Manufacturer narrative:
Model 2321 (x2), scs adapter were found to not be concomitant devices to the explanted ipg.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-08785. Follow up information identified the 3660 proclaim with serial (B)(4) to be the ipg that was explanted.